Manufacturer narrative:
Continuation of d10: product ID react-68 (unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced infarcts 5 days after a procedure involving a solitaire stent retriever and react 68 catheters. An MRI showed a new infarction in the nontreated vascular territories involving the right parietal and occipital lobes, and the left occipital lobe. As the lesion was very small and the subject remained asymptomatic, no specific treatment was required, and the subject was discharged. The event recovered/resolved with sequelae on (B)(6) 2025. This was not the result of a device deficiency, and it was noted to not be a new or recurrent stroke. The patient's mrs score was 0, and their nihss score was 19. The site assessed the infarct as not related to the disease under study and possibly related to the solitaire, catheter, procedure, and an underlying condition/disease. The patient was undergoing treatment for a clot. The patient's pre-procedure mtici score was 1, and post-procedure it was 3.